Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the customer's reported issue. All testing was performed using a good known ac adapter. During bench testing, the ventilator would briefly power on and would then completely shut down unexpectedly with a "vent inop" alarm. The alarm was visual as well as audible. Bench testing revealed the power board dips sporadically below the allowed threshold. Carefusion installed a good known test power board and the ventilator powered on using both the internal and external power sources without any issues. Review of the event trace reveals one ¿ln vent1¿ condition on (B)(6) 2017. All other event trace entries were consistent with normal ventilator operation. Carefusion replaced the power board to address the reported issue.

Event description:
It was reported to carefusion that while in use on a patient, there was an audible alarm and some rumbling then the operation stopped. The customer then reconnected the external power supply, but the ventilator continued to alarm and rumble. The customer also noticed all of the led's and the display did not illuminate or blink. There was no report of any patient harm associated with this complaint.